Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod an unspecified number of hours. Symptoms reported include headache and exhaustion. Ketones were around 3.5 mmol/l. The personal diabetic manager (pdm) turned off and it was not possible to charge it, therefore the patient was not able to use the pdm causing high bg's. The patient was treated with an injection of 30 units of insulin fiasp 100 u/ml (route unspecified). According to the reporter, the patient's blood glucose level went down too fast as 30 units was too much so they gave him intravenous either glucose or saline (reporter unsure which). The patient was released the following day. The pod was removed at the hospital.